Event description:
It was reported that the screw broke in two pieces during insertion. The pieces were retrieved. This is the first of two similar events in this foot surgery case. The surgery was delayed for over thirty minutes. This device is used for treatment.

Manufacturer narrative:
The device has been received and evaluation is in progress. A follow up report will be submitted upon completion of the investigation.